Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer stated that on the first day, she had low readings and the threshold suspend almost went off. In reality, the customer was over a hundred points higher. The customer stated on the second to forth day, the sensor will be okay. The customer stated that in the middle of the night, the sensor will read 60 mg/dl while she was 145 mg/dl. The customer stated that she experienced pain.